Event description:
Sales representative reported that this device broke free approx 3/4" from the distal end during an ankle arthroscopy procedure. The surgeon had to open the ankle in order to retrieve the broken piece. It is unknown how long of a delay was experienced, however it was not more than 40 minutes.